Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason and the patient was hospitalized. Subsequently, a transcatheter aortic valve replacement procedure (tavr) was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason and the patient was hospitalized. Subsequently, a transcatheter aortic valve replacement procedure (tavr) was planned. Additional information was received indicating that aortic insufficiency was observed.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason and the patient was hospitalized. Subsequently, a transcatheter aortic valve replacement procedure (tavr) was planned. Additional information was received indicating that aortic insufficiency was observed. Additional information was received indicating that the aortic insufficiency was central and severe.

Manufacturer narrative:
Updated data: b2. B5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.